Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Alternate meter: the end user is comparing results obtained from one of trividia's bgm system to the results from another trividia's bgm system

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 100 to 120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the bathroom. The test strip lot manufacturer's expiration date is 01/21/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): 152mg/dl (B)(6) 2016 08:05 am fasting: yes; 177mg/dl (B)(6) 2016 07:34 pm fasting: no; 140mg/dl (B)(6) 2016 08:55 pm fasting: no; 195mg/dl (B)(6) 2016 11:27 am fasting: yes; 173mg/dl (B)(6) 2016 08:24 am fasting: yes. Customer is calling concerned that her true metrix meter is reading too high when compared to her true result.

Manufacturer narrative:
Internal report # (B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strips had a poor storage (bathroom).

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 100 to 120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the bathroom. The test strip lot manufacturer's expiration date is 01/21/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): 152mg/dl, (B)(6) 2016 08:05 am, fasting: yes; 177mg/dl, (B)(6) 2016 07:34 pm, fasting: no; 140mg/dl , (B)(6) 2016 08:55 pm, fasting: no; 195mg/dl , (B)(6) 2016 11:27 am, fasting: yes; 173mg/dl, (B)(6) 2016 08:24 am, fasting: yes. Customer is calling concerned that her true metrix meter is reading too high when compared to her true result.